Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Event description:
The jaws of the applier were found misaligned upon opening the kit. The user tested the applier, but it was difficult to load a clip and the clip did not easily leave the applier. Therefore, a new unit was used instead.

Event description:
The jaws of the applier were found misaligned upon opening the kit. The user tested the applier, but it was difficult to load a clip and the clip did not easily leave the applier. Therefore, a new unit was used instead.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was originally produced at the manufacturing facility as part of a 50 pc. Lot in december of 2021. Evaluation of the returned instrument as received shows that the tips of the jaws are aligned in the open and closed position. Functional testing of this instrument was performed, and it is able to pick-up, retain, close and release multiple clips both with and without the use of silastic test tubing. There were no non-conforming features found on this device. We are unable to validate this complaint. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.